Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained an unknown drug at an unknown concentration and dose. It was reported the patient's pump was empty. The representative did not have access to the clinician programmer. The patient was having the pump replaced due to the fact the pump reservoir had been empty for approximately 2-3 months. The patient missed their refill appointment due to legal issues. The representative was going to follow up with the hcp, and she stated she was on her way to the case. No patient symptoms were reported. A dye study was performed the week prior to the replacement surgery and the catheter was reported intact. The surgery went well and the patient was resuming therapy with her new pump. Follow-up is not required at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.